Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to pocket infection with sepsis. The pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information received indicates that the external temporary pacemaker was removed successfully as a new system was implanted. There were no additional adverse patient effects reported. The pacemaker was explanted.